Manufacturer narrative:
We have contacted customer to obtain further information on patient outcome we have reviewed our current manufacturing processes and no issues were observed. No product returned for evaluation.

Event description:
Low iop.